Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the graft was too thin. The malfunction occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the graft was too thin, calibration might be needed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet on november 10, 2017 revealed that the calibration was out of specification at zero setting only, the motor r.p.m¿s was running in specification and the control bar was in correct position. The thickness adjustment lever¿s torque was below the specification. Repair of the air dermatome was performed by zimmer biomet surgical on november 10, 2017 which included replacement of the semi-circle bearing and vespel bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the thickness adjustment lever¿s torque was below the specification. The root cause of the reported event was due to the thickness adjustment lever¿s torque was below the specification. The issue was resolved with the replacement of the semi-circle bearing and vespel bearing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.